Event description:
It was reported that the user experienced repeated freestyle libre 3 plus pairing failures with the insulin pump, including sensors remaining in pairing for extended periods despite multiple scans and intermittent communication once connected, leading the healthcare provider to advise pump replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the pump¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.